Manufacturer narrative:
The complaint that the nxt band would not click into the right-side band guard port of the autopulse nxt platform (sn (B)(6) and the pin will not seat properly against the brown disk was confirmed during functional testing. During testing, it was observed that the spring plunger of the right band slot was set too high, which prevented the pin from fully seating in the spool spin slot. The height of the right spring plunger on the winch shafts needs to be adjusted to specification to remedy the complaint. Functional testing of the autopulse nxt platform was performed. Based on the evaluation by the manufacturing team, it was observed that the spring plunger of the right band slot was set too high, thus, confirming the reported complaint. This prevented the pin from fully seating in the spool spin slot. The spring did not have sufficient force to overcome the increased friction, causing the capture flange to not close completely. Since the customer has received the replacement platform, the autopulse nxt platform will be stored for future refurbishment or sale order requests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During staff training for the autopulse nxt platform (sn (B)(6)), the nxt band would not click into the right-side band guard port. The pin will not seat properly against the brown disk. Multiple bands were tested but the issue persists. No patient involvement.